Manufacturer narrative:
(B)(4). The onset of the reported event was unknown, but the surgery to remove the umbilical hernia was on (B)(6) 2014. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported that the patient had their umbilical hernia balloon out after starting peritoneal dialysis therapy. There were no overfill events that the patient experienced. The patient was hospitalized for five days and underwent surgery for the hernia and has since been placed on higher percent solution in order to pull off more fluid. The patient had a belly button that was protruding out a bit, but the doctor had conveyed that the muscle wall was strong. The patient was recovering from the reported event and was progressing along well. Additional information was requested on this event, but the reporter declined to provide additional information and did not want to be contacted anymore regarding this event.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the serial number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.